Event description:
It was reported that this inflatable penile prosthesis (ipp) was not fully inflating, it was mentioned a fluid loss due to the left cylinder was degloved. The cylinders were explanted. There were no patient complications reported.